Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was attempted to be implanted, however after the procedure the device was found outside the patient under the sterile towels. The device was in the insertion tool at the start of the procedure, and all steps for the procedure were performed. It was unclear whether the device was inserted into the patient or fell out of the tool prior. Another device was opened and implanted. No patient complications have been reported as a result of this event.